Event description:
Eventhough the chamber was not pressurized and in operation and the doctor does not feel the incident is related to the company's device, the company feels it is appropriate to file this report as reported to the company: car accident patient was directly transferred from the emergency room to the hyperbaric chamber room. Patient was on endotracheal tube. A doctor connected the o2 gas supply from the chamber with a flow rate of 30 1pm, to exhaust connector of the ambu (manual resuscitator). "Within a few seconds the patient's lung exploded and the endotracheal tube broke." When this incident occurred the chamber door was not closed and no chamber pressure was used. Doctor was present with the patient.